Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/15/2017 with the following findings: investigation revealed a green line through the bottom of the display. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a line through the display. This report is made based on results of investigation completed on 03/15/2017.